Event description:
(B)(4). It was reported that myocardial infarction (mi), chest pain and stent thrombosis occurred. On (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently, coronary angiography and the index procedure was performed. The target lesion was located in the right posterior descending artery (r-pda) with 80% stenosis and was 12 mm long with a reference vessel diameter of 2.25 mm. The lesion was treated using direct stent placement using a 2.75 mm x 16 mm promus element plus stent. Following post dilatation, the residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. On (B)(6) 2014, the patient presented with 1 day history of chest and patient was hospitalized immediately. Patient's cardiac enzymes were elevated and event of mi was reported (peak ck- mb= 272.6 ng/ml, uln=6.3 ng/ml; ck total= 1851 iu/l , uln= 397 iu/l;troponin t =30.07 ng/ml, uln=0.003 ng/ml). Electrocardiogram (ECG) revealed inferior mi and cardiac catheterization was recommended. Two days from the event, the coronary angiography was performed and revealed right coronary artery rca enormous thrombus beyond acute margin occluding posterior descending and affecting flow into posterior left ventricular (plv); thrombus in the origin of plv and pda at study stent. Six days from admission, the patient underwent 4 vessel coronary artery bypass graft (CABG) including left internal mammary artery (lima) to left anterior descending (lad), saphenous vein graft (svg) to diagonal, svg to r-pda and svg to plv branch of rca. The event mi was considered as resolving and stent thrombosis was considered as not resolved. Four days post procedure, the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that on (B)(6) 2014, the event of stent thrombosis of posterior descending artery was considered as resolved.